Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #00997849 - npi 8015 heat on battery other- specify in comments there is no patient involvement (B)(4). Dien had a pcu8015 sn (B)(4). There was a heat on the battery even new battery was replaced. Failure device type: failure problem type: failure mode: case resolution: I recommended dien to replace power supply board or send unit in for flat fee repair. Dien will get a po and contact com for rga number to send unit in for flat fee repair.